Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that the device was set up to start up in lead ii. From the downloaded electronic patient record from the reported event, it was also observed that the ECG was in lead ii. It was reported by the users that they tried to monitor the patient's ECG, using the quik-combo electrodes only, which requires paddles lead to be selected. Physio performed some unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio determined that the cause of the reported issue was due to a use error. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not show an ECG signal on the screen when they used the device on a patient. Therefore the user would not be able to determine the need for a defibrillation shock, or to deliver a shock if needed. A back-up device was used to continue patient treatment. The back-up device was available after four to five minutes but was eventually not used to administer a defibrillation shock the patient. The patient had expired.

Manufacturer narrative:
The initial medwatch report indicates the patient's age of (B)(6) years old. The initial medwatch report should have indicated the patient's age of (B)(6) years old.